Event description:
It was reported that the patient's nasotracheal (endotracheal) tube was replaced due to an air leak in the airbag. After placing the new tube, the patient was connected to the ventilator, and all equipment functioned normally with no alarms. However, upon further inspection, the airbag was again found to be leaking. The tube was then removed and replaced with another new one. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.